Manufacturer narrative:
Continuation of d11: product ID 977a190 lot# va1laxs019 implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a190, lot#: va1laxs019, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a190, serial/lot #: (B)(4), ubd: 26-oct-2021, UDI#: (B)(4). Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative reporting that it was intended to connect the implantable neurostimulator (ins) to the lead after successful trialing. During the procedure the lead was damaged and defective. Cutting with the lancet was possible, but there is no evidence. The impedance check was successful with no suspicious impedance values. However, due to clearly visible damaged lead (lead was kinked/it looked as if the outer shell of the lead had been damaged at one point) it was advised to explant the lead. The doctor considered a repair with silicone glue to stabilize the damaged outer shell but that did not happen because the lead was obviously damaged in the cable area as well at this time. The lead was explanted and unknown if replaced. During the explant, the lead broke in its whole circumference. The doctor assumes a material error and the manufacturer representative suspected damage by the lancet. There was no implant of the ins. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a190, lot# va1laxs019, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type lead. Changed to serious injury. If information is provided in the future, a supplemental report will be issued.